Manufacturer narrative:
(B)(4) - an external, visual inspection of the returned cycler exterior showed no signs of any physical damage. A simulated treatment was performed in which the amount of fluid delivered to a pseudo patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The complaint symptom of increased intraperitoneal volume (iipv) was not reproduced during testing. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was discovered in a review of the patient's treatment data that, in drain 3 of treatment, the patient drained 4,974 ml. The patient's largest prescribed fill volume is 2,496 ml. 4,974 ml is 199% of 2,496 ml. Therefore, a reportable malfunction has occurred. Upon follow up, the patient stated that he had not experienced any adverse events as a result of this incident.